Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, blank display and battery out limit alarm from the insulin pump. The customer woke up with blood glucose of 550 mg/dl. The customer's current blood glucose is 444 mg/dl. The customer treated with the pump. The customer stated that he woke up at 4am and the pump turned off. The customer stated that the pump alarmed during normal use. The customer stated that the display was not blank less than 30 seconds. The customer stated that the display is not currently blank. The customer was advised to monitor the pump.